Event description:
Pt came to the emergency room and in the emergency room an attempt to put a foley catheter was successful, but it seems the foley balloon was inflated in the urethra and the nurse nor physician was unable to deflate the balloon. The urologist was consulted and he had to manually pop the balloon with a sterile needle passed through the perineal area.